Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating it was determined it wasn't programmed properly and an MRI can't be risked. The entire unit has to be replaced and nothing has been done at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller stated patient placed ins into MRI mode which resulted in "MRI unsafe" with code 21207000000. Tss reviewed that patient is not full body eligible due to ins model and ins location but registration shows 97715. Tss asked caller to have patient point out the ins and they indicated it was in their lower back. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Tss reviewed that likely the ins information may have been programmed incorrectly. Tss transferred caller to page a rep to assist with reviewing the MRI information and correcting it, if necessary. Patient reported that the cause was that the unit was improperly programmed. As told to patient, once implanted, nothing can be done except replacing the unit. The issue is not resolved. The unit is supposed to be full body MRI. Because of this nothing can be done and patient must suffer excruciating pain. Patient reported "the unit was implanted (B)(6) 2024. The doctors wanted to perform a procedure called magnetic resonance cholangiopancreatography (m.r.c.p.) However, as the photo of shows, when switched to m.r.I. Mode, instead of seeing a full body icon, I only receive an exclamation point. As was conveyed to me, the model implanted is full body MRI, but because of the error message, it could not be confirmed. Since it was already implanted, it cannot be reprogrammed. Since the m.r.c.p. Could not be performed, I was discharged and left to suffer on my own. I need to know the programming protocol for this model s.c.s. And what the installer used to create such an error message. Since then, I have come to discover that this is a relatively common occurrence with medtronic s.c.s. One of the assurances given to me is that I could have an MRI done. Such imaging is very important for my continuing care because of severe injuries from being struck by a hit and run vehicle. The metal in my legs is MRI safe, but the s.c.s. Is not. This model hasbeen troublesome. The recharging cable needed to be replaced. The stimulation unit is giving me trouble. S.c.s. Will shutoff for no reason. Patient believe in s.c.s. I have recommended them to a lot of pain sufferers. However, it appears medtronic (or its installers) have taken a step backwards. People do matter". See general text for omitted information.